Event description:
Initial info received by fax in 2002. Pt complained of anxiety attack/panic attack subsequent to (hyalgan (sodium hyaluronate)) last week, which lasted one day. Pt has history of prior anxiety attacks related to stress. Pt relates no current complaints. Add'l info received from the investigator in 2002. The subject was a pt who developed anxiety/panic attack after receiving hyalgan injection #3 in 2002. The event lasted one day and resolved without medication. They completed their course of treatment without further adverse experience. This study is an investigator-initiated placebo-controlled study and unblinding was not done. Add'l info received in 2003: the physician reported that pt was given between 1-1.5 ml of either hyalgan or placebo.